Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow up medwatch report.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, thereford, depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow up medwatch report. Device evaluated by MFR: in process.

Event description:
A shoulder arthroscopy was done on (B)(6), the patient felt pain after surgery. On (B)(6), the patient underwent another surgery. A metal piece was found in the shoulder and removed for further investigation.

Manufacturer narrative:
The complaint device was received and evaluated. Only the broken active tip was received, and the rest of the device was not sent back. This failure is being investigated under supplier corrective action. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed two other similar complaints for this lot of devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A shoulder arthroscopy was done on (B)(6), the patient felt pain after surgery. On (B)(6), the patient underwent another surgery. A metal piece was found in the shoulder and removed for further investigation.

Event description:
A shoulder arthroscopy was done on (B)(6), the patient felt pain after surgery. On (B)(6), the patient underwent another surgery. A metal piece was found in the shoulder and removed for further investigation.